Event description:
In 2008, a doctor alleged that two veneers placed using nx3 had fallen off.

Manufacturer narrative:
The pt was seen by a different dentist who recemented the pt's veneers using a different product without incident. The retain sample was tested for adhesive strength test and results were found to be within specifications. See scanned page.